Event description:
Customer reported tee probe was not recognized by ie33. While removing the tee probe, the pt's esophagus was torn.

Manufacturer narrative:
(B)(4). Probe s/n (B)(4). The customer indicated a second tee was used to complete the procedure. The customer was not able to confirm which tee probe was involved, a medwatch is being submitted for each tee serial number. Philips field service engineer and customer biomed performed a functional inspection of the ultrasound system and tee probe. There was no evidence of any failure of the ultrasound system or tee probe. The tee probe was not returned as there was no mechanical or electrical issue sited. The ultrasound system and tee probe remain at customer site.